Manufacturer narrative:
The customer indicated the device was discarded. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
Report 2 of 2. The customer contact reported the piercing pin of the tubing set fell out of the blood container with subsequent exposure to the healthcare provider. The tubing set was to be used to deliver an unspecified volume of packed red blood cells (prbc). The customer contact reported that immediately after the piercing pin of the tubing set was inserted into the blood container, the piercing pin fell out of the blood container. An unspecified volume of blood leaked onto the floor and onto an unspecified area of the nurse¿s skin. The customer contact reported that the nurse¿s skin was cleaned with an unspecified solution. There were no reported adverse effects to the nurse. No medical interventions were required. Though requested, no additional info was provided.